Manufacturer narrative:
The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that post treatment procedure the patient experienced target vessel revascularization. The 70% stenosed, 7mm in length target lesion was located in the right popliteal with a vessel diameter of 5mm. The lesion was treated with this jetstream catheter. In november 2014, the patient presented with claudication, worse on the right than the left, and underwent angiography with revascularization. A successful atherectomy and balloon angioplasty to the right popliteal was also performed. There were no dissections or distal embolization. Post procedure there was no extremity edema and the patient's right leg felt well. The following day the patient was discharged on plavix and aspirin.